Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate high readings on her one touch ultralink meter. A medical surveillance specialist (mss) spoke to the patient on (B)(6) 2010 and obtained the following information: the patient mentioned that the reported issue began on (B)(6) 2010 at 8:33am. The patient had obtained a result of 165 mg/dl and then took 2.5 units of novolog based on a sliding scale. The patient went to the physician's office and was tested on the physician's meter and obtained a 95 mg/dl on the physician's meter and did not receive any treatment. An hour after the patient came home, she developed symptoms of feeling faint, shaky, sweaty, and blurred vision. The patient ate more food/drink and felt better. The patient did not seek any further medical attention or contact their physician for assistance. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported, since the patient alleged that she took insulin based on the meter reading and later developed symptoms of hypoglycemia and had to self-treat with food/drink.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 300 mg/dl and 146 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.